Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an unspecified device failure occurred. The device was removed and two additional proglide devices were used with the same results. The method of how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: although it was reported that when the needle plunger was removed, no suture was present, the evaluation of the device found that the needle plunger, sutures, knot, and needles remained in the pre-deployed configuration; therefore, the reported product experience could not be confirmed. During testing, the posterior needle deployed properly by engaging with and ejecting the posterior cuff. During deployment of the anterior needle, the anterior needle bent and could not be deployed due to dried blood within the anterior needle lumen. A proxy needle plunger was inserted into the body of the device resulting in acceptable needle trajectory. There were no other observations noted. Based on the findings, there was no manufacturing or quality issue detected and the device performed according to specification. A root cause related to the device for the reported product experience could not be determined. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): the device was received. Investigation is not complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide device was used for to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.